Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number xegt021-p090b indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported than on (B)(6) 2016 she received an unspecified error message on her adc blood glucose meter and noted the meter didn't turn on at all. It was further reported her roommate called the paramedics because her "blood sugar was low". Customer noted there was an unspecified "low" reading obtained, but it is unknown on what meter it might have been obtained on. Customer reported experiencing "vomiting and nausea and coma". Customer was transported to a hospital, admitted to the ICU and diagnosed with dka (diabetic ketoacidosis) and "severe diaphoresis and dehydration". No additional information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.